Event description:
The complainant reported that a vaxcel pasv PICC was therapeutically placed in a pt (age and gender unknown) in 2006. The distal end of the PICC was later found (exact date unknown) to have knotted, resulting in a clot forming in the pt. The PICC was attempted to be removed from the pt one month and 24 days later, but the removal was unsuccessful, therefore, the pt successfully had the device removed in the operating room. Another device was placed in the pt on same day. Other than the clot forming and the pt having to have the device surgically removed, there were no reported adverse affects to the pt as a result of the reported malfunction and the pt's condition was noted to be "good".

Manufacturer narrative:
This device has been received by this manufacturer, but an evaluation has not yet been performed. We are unable at this time to determine if the device met specification or to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.